Event description:
It was reported by the customer that a pyxis medstation system was completely offline. The customer reported that preventing the user to obtain medication. However, the user was able to obtain the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1,h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer replaced the pyxis drawer controller board and retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system was completely offline. The customer reported that preventing the user to obtain medication. However, the user was able to obtain the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer had failure. A field service engineer replaced the pyxis drawer controller board and retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.